Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose level was 112 mg/dl. The customer reported that they noticed air bubble during set change. The customer did not mention the approximate size of the air bubbles. The customer also reported that the insulin pump had bolus not delivered alert. The reservoir will be returned for analysis.